Event description:
The customer alleges she obtained back to back results of 130 mg/dl and 70 mg/dl on her meter and that on one day her results were higher than expected and that she did not feel hyperglycemic. She is a gestational diabetic and her doctor is adjusting insulin doses based upon the meter readings. No report or allegation of adverse event due to the suspect reading or physician prescribed increased insulin doses. Return requested and replacement was sent.